Manufacturer narrative:
This event was initially reported via mw5109973. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a contaminant was found in one unit of an empty IV bag after pooling several ivig products together. This was noted by the pharmacy after compounding. There was no patient involvement. The contaminant was described by the pharmacy as an approximately 1 cm translucent strand .